Event description:
It was reported the patient experiences nausea while recharging and whether stimulation is on or off. The patient is scheduled to discuss the next course of action with his doctor. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.